Manufacturer narrative:
(B)(4). Use error and proper user instructions are addressed in the homechoice and homechoice pro apd systems patient at-home guide which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. "It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during troubleshooting for the unrelated alarm the care giver (cg) switched the heater bag with the final bag in fill 4 of 4. The technical service representative (tsr) advised the cg never to disconnect and then reconnect the bags. As a result of the use error, the supplies were compromised and the home patient had to end the therapy early. The cg was going to notify the peritoneal dialysis registered nurse (pdrn) of the missed therapy. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.